Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.00/2.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2020 the lens was removed and exchanged for a spherical lens and the problem was resolved.